Manufacturer narrative:
The insulin pump alarm during self test and had lost sensor alarm due to a faulty electrical component on the radio frequency board. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a failed self-test alarm and a lost sensor alarm. The customer also reported the lost sensor alarm occurred after the failed self-test alarm. The customer's blood glucose was unknown. The customer stated the correct bolus amount was recorded in the bolus history during troubleshooting. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.